Event description:
It was reported intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Customer gave a manual injection to address bg level. Reportedly, customer changed multiple pump supplies to address the issue and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.